Manufacturer narrative:
Vyaire medical's field service representative (fsr) went on-site to evaluate the reported issue. The fsr was unable to duplicate the customer's reported issue. The fsr performed the uvt (user ventilation test), est (extended self test) and performance check with no failure or errors noted. The vela ventilator is operational and meets OEM specifications.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the vela ventilator, it is continuously alarming xdcr fault. The customer stated there was no patient involvement associated with this event.